Manufacturer narrative:
The initial MDR 2517506-2017-00278 was filed on march 20, 2017. On 03/07/2017: a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced serever 2 drains, probes and mixers and auto aligned the probes. The cse performed system check and ran quality control (qc), resulting within range. On 03/09/2017: a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced mixers, all valves and flush pumps reagent probe 3. On 03/10/2017: the cse did a visual inspection of aliquot probe, drain and probe coating, after which the probe and drain were replaced due to stickiness gel buildup. The cse replaced reagent 3 (r3) metering pump and recalibrated the total bilirubin (tbil). The cse ran quality controls (qc), resulting within range. A siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded the cause of the discordant, falsely elevated tbil results was due to reagent well instability.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified that test point was not on the same server and ran challenge methods for which all methods resulted within specifications. The cse ran quality controls (qc), resulting within range. The cse and a regional support center (rsc) specialist performed service methods for server 2 and ran process mix tests for sample probe 2 (s2), reagent probe 3 (r3) and reagent probe 4 (r4). All resulted within specifications. The cse cleaned drains and reagent insert covers for r3 and r4 probes. The cse adjusted the pressure cuvette for failing probe test for r3, r4 and s1. The cse performed system check and ran quality controls (qc), resulting within range. The cause for the discordant, falsely elevated tbil results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated total bilirubin (tbil) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower and matching the patients' clinical histories. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil results.